Event description:
It was reported that the ilet pump separated in half during sleep, exposing internal components, and the user secured the device with a hairband; the pump issued alarms that woke the user, and a low glucose reading of 72 mg/dl was treated with carbohydrates without reported signs or symptoms, with the issue associated to the display component and a bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a component-level failure and a loss or failure of bonding involving the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.